Manufacturer narrative:
(B)(4). The insulin pump was unable to prime during prime test due to faulty force senor resister. The device passed displacement, rewind, basic occlusion, occlusion, and excessive no delivery test. No motor error alarm noted. Motor passed motor test. The device had minor scratched display window, broken belt clip slot, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was initially reported the insulin pump alarmed no delivery. The device prompt the customer to rewind and device alarmed motor error. The device was not dropped or bumped, nor exposed to an MRI. Customer does not use the sensor feature. Customer was able to complete rewind process. Customer's blood glucose was 16.0mmol/l. No further information reported.